Manufacturer narrative:
Batch record review of lot a910 was conducted. Lot met release requirements. There were no non conformances related to this event type. Complaints lot review conducted and no additional complaints for centrifuge blood leak was reported to date for this lot. The assessment is based on info available to at the time of the investigation. A root cause has not yet been determined as the investigation is still in progress. (B)(4).

Event description:
Customer called to report a blood leak that occurred in the centrifuge chamber during a treatment procedure. Name and function of complainant: same as reporter. Customer initially had blood pump alarm at start of the 3rd and final cycle of treatment procedure. Cts asked customer to check all parts of the kit for any clotting or occlusions, customer stated there was no clotting or occlusions observed in the kit. Customer ran multiple saline boli to the trash to clear the alarm. Customer then restarted the procedure. After several minutes in the draw/collect phase, customer got pt occlusion alarms. Customer checked pt's access line for any occlusions and did not find any clotting or occlusions. Customer restarted the procedure and noted there was significant noise coming from the centrifuge. Blood leak alarm occurred. Customer, opened the centrifuge door and noted blood splattered on the walls of the centrifuge. Customer will return product for investigation.